Manufacturer narrative:
This issue is still under investigation at our factory. Therefore, an appropriate results code could not be selected at the time this report was submitted.

Event description:
A customer acquired 3d images showing patient vessel orientation on the axiom artis system. These images were sent from the modality to a viewing station, and later to the hospital's picture archiving system (pacs). It was reported that the image markers were incorrectly displayed at the viewing station (left-right markers were reversed). This error was carried on to the pacs, however, the markers were correctly displayed on the modality. Siemens service went to the site and was able to reproduce the issue. It should be noted that the observed problem only occurred when the patient was imaged in the head first supine position.